Manufacturer narrative:
Complaint no: (B)(4). Starting therapy without being connected is a known cause of a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient pressed go and then connected. The patient will start over with new supplies. Proper procedure was reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information available.